Event description:
The recipient was reportedly experiencing decreased performance. Programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly will not be explanted at this time. The recipient will be managed with programming changes. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.